Manufacturer narrative:
MDR 1219913-2024-00323 was initially submitted on 22-may-2024. Additional information was received on 07-jun-2024, and siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. Reagent issues were excluded as a probable cause, as assay quality control (qc) results were within accepted ranges and no issues were reported for other samples. Review of the instrument log data did not identify any relevant system errors; there is no evidence of any hardware issues affecting delivery of tnih samples or reagents. Although a definitive cause for the discordant result could not be determined, no product problem was identified. The customer is operational, and no further action is required. Notes: 1) following receipt of additional information, corrections/amendments were made to the following sections of the report: a3: gender changed to female. B6: sample information changed. Initial discordant result and lower (correct) results were generated from different samples. B7: additional information regarding patient clinical condition. 2) in section h6, codes for investigation findings and investigation conclusions were updated.

Manufacturer narrative:
Correction: dates of testing in section b6 were incorrect in initial report (2024-05-22).

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. The tnih instructions for use (IFU) states the following, under interpretation of results: ""results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. Tnih kit lot 098 was in use at the time. An initial elevated result was obtained for a 45-year-old male patient. The patient was sent to the emergency room, where he was re-tested for troponin using an alternate platform; a much lower result was produced. Two days later, the customer re-tested the original sample in 10 replicates, and reproducibly lower results (below reference threshold) were obtained. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.